Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, no aspiration was experienced during prime of the phacoemulsification handpiece. The handpiece was switched out to initiate surgery.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 16, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).